Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contact philips healthcare to report that the device displayed error messages several times during a week.